Event description:
Per the clinic, the patient was placed under general anesthesia in order to remove the abutment due to non use (specific date not reported) and subsequently, the patient underwent a skin revision surgery under general anesthesia due to skin overgrowth (specific date not reported).